Event description:
Major pump unit(s) involved: device thrombosisspecific component(s) involved: other component malfunction, specify

Event description:
Major pump unit(s) involved: device thrombosis.additional text: suspected due to power spikes.specific component(s) involved: other component malfunction, specify.additional text:other component: suspected thrombus due to power spikes.causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): other interventions, specify.other intervention : bivalirudin drip started and coumadin held.implant device type: lvad.